Manufacturer narrative:
This report is submitted on october 12, 2016 by cochlear limited on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. H3 other text : device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced extrusion of the electrode array, resulting in the decision to explant the device. The device was explanted on (B)(6) 2016, it is unknown if the patient will be re-implanted with a new device.

Manufacturer narrative:
This report is submitted on november 1, 2016 by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. (B)(4).